Manufacturer narrative:
Evaluation of the returned acetabular cup found relevant articulating, stack dimensions and features were checked as able. Significant damage was observed on the cup and the locking ring fused to it. Evaluation of the associated modular head found evidence to suggest that it rubbed on the rim of the cup causing the ring to fuse to the cup. The condition of the associated polyethylene acetabular liner indicates that it was not the articulating surface for some time. There is no indication, with the information available, that there is any non-conformance in the products as manufactured.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date and was revised on (B)(6) 2014 due to unknown reasons.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Product is being returned to manufacturer, but has not yet been received. Upon completion of evaluation, a follow up report will be sent to the FDA.